Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, there was an issue with blood clotting. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H6. Investigation summary: bd received 1 photograph from the customer for investigation. Evaluation of the photograph indicated upside down tube and clotted blood. In addition, 100 retained tubes from bd inventory were inspected, and no tubes with insufficient additive were identified. This complaint has been confirmed for insufficient additive/clotting. Bd was not able to identify the exact root cause for the indicated failure mode. A complaint history review was conducted, and only the current complaint was found relating to incident lot and indicated failure mode. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.